Manufacturer narrative:
The company service rep evaluated the pump and found that unit would not power up when tested. It was found that the ac indicator light on but was not able to power up on battery or line power. It was replaced the power management board (p/n 0670-00-0767e) and tested unit for factory specifications. The pump was returned to the customer. The power management board is being requested to be returned to the manufacturing facility in (B)(4) for evaluation. A supplemental MDR report will be submitted when additional info becomes available. The device history record (DHR) for the iabp involved in the event was reviewed. There are no non-conformances in the DHR related to the reported event. (B)(4).

Event description:
The customer reported that during a routine check the unit fails to turn on by battery or ac power. No pt was involved.